Event description:
On call / spontaneous: pt getting high pressure alarm trouble shooted. Got pump running again. Then after 5 min alarmed again. Walked pt through attaching new pump. Replacing malfunctioning pump same day courier. Call pt back 15-20 mins later to obtain serial number of pump. Pt feeling ok, no adverse effect as a result. Back up pump running fine. Sn pump (B)(4) due 07/19/2020. Reported to (B)(6) by pt/caregiver.